Event description:
It was reported that the pt underwent surgery to remove the construct after it was determined that the construct had migrated. The surgery was reported to have been completed successfully.

Manufacturer narrative:
Additional info: the explanted device was returned for eval. The construct was returned intact. Visual examination was performed and no abnormalities were observed other than damage which is consistent with removal methods. No conclusion can be drawn based on eval of the returned device.